Manufacturer narrative:
The customers nurse confirmed that the spo2 was lost in isolation intermittent, no other parameters were affected. The affected intellivue x3 was sent to the philips bench repair for further investigation and repair. The bench repair technician could not confirm the reported issue. The bench technician confirmed that these is no fault with the device. The intellivue x3 is all working within specification. No repairs required. The device was returned to the customer. There was no product malfunction; this is considered a user issue. The bench repair technician tested the device and no malfunction was found. The device is working within specification the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020 the spo2 was not working. The patient died.